Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. The customer¿s blood glucose was 130-140 mg/dl. Multiple attempts have been made by tandem technical support to follow up with customer, however, no response was received. No additional information was provided.